Event description:
The surgeon implanted a silicone lens with model aa4203tl. A capsule tear was noted during implantation. The incision was enlarged, and the lens was removed. An anterior vitrectomy was then performed. Pt is currently without clinically significant injuries. It is unknown if the device caused or contributed to this event.